Event description:
The customer alleged while the vent was on a pt they noticed the positive end expiratory pressure fluctuating. During testing in the bio-med shop, he noticed the positive end expiratoory pressure fluctuating at low settings. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and was able to reproduce the reported malfunction, he replaced the sol 6 & 8 assembly. The unit passed extended self testing. This report is not an admission. By nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.